Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with 3 infusion sets which fell off during use after being used for 2 days. Patient confirmed use of IV prep as adhesive aid. Patient's blood glucose level at the time of event was reported to be 220mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.